Event description:
A 28mm diameter x 16mm diameter x 16.5 aneurx biurcated stent graft and its components were implanted in a patient for the endovascular treatment fo an abdominal aortic aneurysm. Aneurysm morphology is unknown. The aortic neck was reportedto be severely calcified measuring 24mm in diameter. It was reported that upon final angio there was a presence of a type 1 endoleak. The physician attempted to resolve the leak using a non-compliant angioplasty balloon and a palmaz stent was placed, however, the endoleak did not resolve. The patient returned for a follow-up 1 week post stent graft implant and the CT demonstrated that the endoleak was still present.the patient will be monitored by the physician, the next follow-up is planned for 1 month post stent graft implantation. The patient is reporte to be fine.